Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 500 mg/dl, 460 mg/dl, 270 mg/dl, and 122 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Various readings of those the customer reported were found in meter memory, however, none were within a 10 minute timeframe. This section has been updated to reflect the information. (B)(4).

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.